Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted rapidly. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 166 mg/dl.